Event description:
Customer reports during a cysto retrograde the system error coded 404 and softbooted. The system came up and no other problems were reported. User was able to finish the case. There was a pt on the table but no injury or delay in treatment was reported.

Manufacturer narrative:
There were no environmental factors reported. The system was used in 2007 with no reported errors. The problem could not be duplicated. All required service entries have been made with no further info to follow.